Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device would not load set which was not reproduced. The reported device would not load set was verified through a review of the event history log by the presence of "shut door - power off" in the log. Evaluation determined the customer was referring to the device being unable to prompt channel sensors when the door is open. A visual inspection identified the cause to be a damaged lower auxiliary hook switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not load a set. There was no patient involvement. No additional information is available.